Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was admitted to hospital due to hyperglycemia, on (B)(6) 2019 with 898 mg/dl blood glucose level and treated with insulin drip at hospital. Customer declined troubleshooting for the high blood glucose and was not in auto mode at the time of incident. Customer thinks that the insulin pump did not working because their blood glucose would not come down. The insulin pump will not be returned for analysis.